Event description:
It was reported that the ilet issued consecutive stalled motor and insulin occlusion alerts while the user noted a knot in the infusion set line and experienced elevated blood glucose reported at 338 mg/dl, which was addressed by performing the fill tubing sequence and replacing the infusion set; insulin delivery had been interrupted due to alarms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem found; the event was characterized as lack of effect related to interrupted insulin delivery and involved insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not determined.

Manufacturer narrative:
Initial.